Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the maude report received, aorta was nicked at bifurcation at the start of the procedure due to the trocar. Procedures were bariatric sleeve gastroplasty, exploratory laparotomy, and repair of aortic laceration. Maude number: mw5067348.